Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of system malfunction was not determined because no products or device logs were returned.

Event description:
It was reported that the pcu had "system malfunction" during use and the "pcu shut down with red light." The user reported that "¿the pcu reboot by itself and came up in maintenance mode, the lcd displayed not for human use¿. The event occurred on 23 september 2024 at around 12:00pm. The device was then brought to facility's biomed and found that the "tamper switch was stuck." There was patient involvement but no harm. Bd received additional information. It was reported that the customers "have determined what case the problem. Unit has been fixed and returned to service." The customer stated that they "found the tamper switch was pushed and got stuck. Was able to unstuck switch."